Manufacturer narrative:
Additional information received that the patient underwent a revision procedure wherein the lead was moved up back into its original position. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing spasm related to the spinal cord stimulator. It was noted that the patient has increasing pain and spasm since the device was placed. X-ray was taken and confirmed lead migration. The patient was having difficulty sleeping and was prescribed medication (valium). The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing spasm related to the spinal cord stimulator. It was noted that the patient has increasing pain and spasm since the device was placed. X-ray was taken and confirmed lead migration. The patient was having difficulty sleeping and was prescribed medication (valium). The patient will undergo a revision procedure wherein the lead will be replaced.